Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of system logfiles found that there was a malfunction with flexvision pc. Upon troubleshooting actions, fse identified that the flexvision pc was faulty. Fse replaced flexvision pc. After replacement of flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the allura system did not boot up. No harm has been reported to philips. A philips field service engineer (fse) reviewed the system logs and found "flex vision pc ping error no boot after 105 seconds". Troubleshooting actions showed a problem with the flex vision pc. The fse replaced the flex vision pc and returned the system to use in good working order.